Event description:
It was reported that the patient felt stimulation as ¿pulse, pulse, pulse instead of steady¿. The patient noticed the issue a couple hours prior to the report of the event. It was noted that stimulation was at 2.7 or 2.8 volts. The patient lowered stimulation but it didn¿t seem to be helping; it was not comfortable. It was noted that the patient would go with her pain pills until she could talk to the doctor. No outcome or interventions were reported regarding this event. Further follow-up was conducting to obtain this information. If additional information is received a follow-up report will be sent.

Event description:
It was reported that the patient had not been seen by their implanting doctor since the surgery. It was unknown how the patient was doing or if they were getting 50% or greater symptom reduction.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n523771, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial#(B)(4), product type: programmer. (B)(4).